Manufacturer narrative:
The membrane and a portion of the catheter tubing was returned measuring 35 cm in length with blood on the exterior and interior of the device. A portion of the sheath tubing was returned over the catheter. The other part of the sheath was not returned. The inner lumen within the membrane was found to be stretched near the middle and proximal end. An underwater leak test of the balloon and portion of the catheter tubing was performed and three leaks were detected on the membrane approximately 6.1cm, 7.6cm and 11.2 cm from the rear seal measuring 0.0165, 0.394cm and 0.889cm in length. The penetrations appear to have been caused by a sharp object. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal complaint number (B)(4).

Event description:
The customer reported that an intra-aortic balloon pump was placed by cardiologist. Patient was then admitted to critical care with plans for open heart surgery on (B)(6)2015. On the morning of (B)(6) 2015 the nurse noted blood inside the iabp tubing when giving sign out at 7am. The cardiac surgeon and anesthesia were made aware of findings on the way to or for open heart. After open heart surgery patient was returned to critical care with the iabp in place. Upon the examination of the patient blood was noted in the iab and once again cardiac surgeon was notified of blood in aibp tubing and he stated there was blood in the tubing when patient was brought to the or. Iabp had be working appropriately, continue to monitor. Around 1600-1630 iab began alarming. The cardiac surgeon was notified that iab was alarming and critical care physician recommended removal of iabp. He agreed. The nurse attempted to remove iabp. About half way through removal she noted resistance and stopped pulling the iab. Critical care physician was called to bedside, and met the same resistance the nursing staff did and efforts were stopped. Direct pressure was held to control bleeding.